Event description:
Customer reported a malfunction on the pump, identified as malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and, since the issue persisted, arranged for a replacement pump. The customer was instructed to allow the pump's battery to fully deplete before returning it using the tandem-provided return box and pre-paid label. The customer was also advised on programming their settings and connecting their cgm to the replacement pump, and the pump was under warranty.